Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient activated an episode where the patient was symptomatic and passed out during that time. The recorder's strip of this episode was sent to technical services to review as the caller was inquiring if it looked like an asystole episode through the noise. The device remained in use and was then later replaced due to sss (sick sinus syndrome). No further patient complications have been reported as a result of this event.